Event description:
Revision surgery -pt has dislocation.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocated shoulder. The explanted socket shell was not returned for investigational review. The device history record was reviewed and all processing and inspection steps were executed as intended. Ncmrs #(B)(4) and #(B)(4) were created for dimensional and marking nonconformances, all were dispositioned return to vendor. This is the 51st complaint for this part number, 27 other dislocations. No info was provided regarding pt activity, accidents, or medical contra-indications that could lead to dislocation. There are no indications of material, design or manufacturing problems with the device.